Manufacturer narrative:
(B)(4).

Event description:
It was reported that right after the implant procedure, the atrial lead had dislodged. The physician attempted to reposition the lead but was unsuccessful. The lead was explanted and replaced. The patient was in healthy condition prior, during, and after procedures.